Manufacturer narrative:
This MDR was generated under protocol (B)(4). A manufacturing device history record (DHR) review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Upon inspection, the bottom case and plunger assembly seal were removed/broken. Both front corners were cracked and chipped on top case, the right plunger case lever was cracked and broken and battery door was cracked. The technician performed occlusion test and was unable to run occlusion test to verify the reported error due to broken plunger lever. Root cause was found to be normal wear of device components. The pump as it is over 12 years old. The technician replaced motor assembly, worm gear, worm coupling, leadscrew and clutch halves. Performance maintenance (pm) was performed on the device, which the device passed all functional testing.

Event description:
It was reported that the motor won't engage. No patient injury was reported.